Event description:
It was reported that during a pci procedure, the guidewire was unable to be removed from another device. The 100% stenosed lesion was located in the left anterior descending artery (lad). The physician attempted to put the other manufacturer's microcatheter over the guidewire, but the microcatheter was unable to track and became stuck on the guidewire. The devices were removed as one unit and the procedure was completed with a different device. There were no reported patient complications. Patient status listed as "good".